Manufacturer narrative:
August 2018 quarterly asr report exemption e2013025 the total number of events for product classification code pag is 2. Qty 1- pelvilace biourethral support system qty 1- pelvilace to biourethral support system needle and implant hook needle 50cm h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
August 2018 quarterly (B)(4).